Event description:
It was reported the patient woke up and their back was really sore. The reporter stated they talked to a manufacturing representative yesterday and they explained why something where they get the most pain was still bothering them and not helping like before. The reporter further stated the manufacturing representative stated they are four lead wires that hooked up to the implantable neurostimulator (ins) and only three of them were working. It was noted the manufacturing representative stated that one not working could be due to scar tissue. It was further noted the lead wire not working was the one for the patient¿s middle back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device didn't work due to scar tissue. Out of the four leads that were implanted one did not work. The lead that did not work was towards the lower back where his pain was, and that the lead may not have worked due to scar tissue. It was noted the new device did not work since it was implanted and he still had pain. The patient was hoping to get off his oral medication but couldn't. The patient was not going to have the device removed because his lungs were bad and his doctors would not allow him to have further surgery. The manufacturer's representative (rep) made adjustments and increased stimulation the highest it would go but it did not help the patient.